Event description:
Customer claims "pump was supposed to infuse 350 ml and only infused 100 ml. It infused only 100 in 8 hours. It was started a 3 ml/hrs and should have infused 350 ml. This rate was increased every hour. It was infusing a pitocin in 500 ml bag. The pump would not stay charged and when it was unplugged the pump shut off. When it restarted it started at 27 ml/hr. That wasn't the rate it was at before it shut off. It was at 72 ml/hr. This is a high alert medication. There was no significant event with the patient during this incident." No patient injury occurred. Customer does have the log for this event. The biomed was unable to replicate the incident.

Manufacturer narrative:
The reported complaint was not confirmed. It was noted that upon receipt of the device that the incoming pump had a loose positive battery connection and no battery door. Charged the battery in the pump and the battery capacity checked within specification. The operational log was reviewed for the day of the reported incident, (B)(6) 2014. There was no indication the pump under-infused. The pump underwent failure analysis and three (s) sets of volumetric testing to address the possibility of an under-infusion. All volumetric results fell within specification and the functionality of the device is acceptable. B braun performed preventative maintenance and quality control inspection before device was released back to the customer along with a summary of results and actions taken.